Event description:
A patient indicated for urinary dysfunction reported they had surgery on (B)(6) 2016- and turned the implant off for the surgery. Following the surgery, the patient was unable to communicate with the implant. The patient was having trouble turning it back on and was getting the poor communication screen. New batteries had been tried and the patient had not had any falls or traumas. Confirming the antenna was secure and attempting to synchronize again did not resolve the issue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.